Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is per the customer report of "mid-november 2022." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the adc device, in use with mobile application (iphone 11, unknown ios). The customer reported that due to this issue, they were unaware when hypoglycemic and experienced trembling and a loss of consciousness. The customer was treated with unspecified infusion by a healthcare provider, for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The user reported that they are missing low alarms in freestyle libre 3 app.attempted to replicate the customer's complaint using similar configurations, and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle libre 3 app during replication that would have led to the reported issue. Therefore, the issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
A customer reported a signal loss issue with the adc device, in use with mobile application (iphone 11, unknown ios). The customer reported that due to this issue, they were unaware when hypoglycemic and experienced trembling and a loss of consciousness. The customer was treated with unspecified infusion by a healthcare provider, for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.